Event description:
The patient presenting to the emergency room having experienced inappropriate high voltage therapy. The device diagnosed ventricular tachycardia (vt) incorrect due to the signal, and the therapy was considered inappropriate. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.